Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and reported problem was confirmed. The motor exhibited damage to the locking mechanism that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. In many cases, the user places his fingers on the disconnect sleeve and unintentionally pulls back on it while drilling, causing the lock to engage while the motor is running and damaging the locking components. In addition, it appeared that the unit has been immersed in water, which is indicative of improper cleaning of the equipment. If additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) that the locking mechanism is damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unk. There was no additional information provided.